Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered a 7-unit bolus instead of a 2-unit bolus intended to be delivered. There was no reported adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.